Manufacturer narrative:
UDI# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure the fiber "started shooting straight out (forward firing)". The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "ok".

Manufacturer narrative:
Date of the event: corrected, event description: updated, other relevant history: added, device available for evaluation: updated, device codes: updated, device evaluated by manufacturer, evaluation codes: added. Product evaluation: failure analysis for fiber (B)(6): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: 2,100 joules used and 1 minute expended on the failed fiber. The tip of the failed fiber was cleaned during the procedure. The second fiber was used to complete the procedure (199, 468 joules used).